Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that the pt presented with hematuria, lactate dehydrogenase (ldh) greater than 2,000, signs of heart failure, and increased power consumption all due to suspected pump thrombosis. A pump exchange was completed on (B)(6) 2014.

Manufacturer narrative:
The device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.